Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 98% stenosed, 22x3.5mm, target lesion was located in the seriously tortuous left anterior descending artery. A 20x3.50mm promus premier stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that the stent edge was frayed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 20 x 3.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most proximal stent struts were damaged with stent struts deformed. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 98% stenosed, 22x3.5mm, target lesion was located in the seriously tortuous left anterior descending artery. A 20x3.50mm promus premier stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that the stent edge was frayed. The procedure was completed with another of the same device. No patient complications were reported.